Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. Functional testing was performed, and the baxter logo moving around at power up was observed. This is not a failure; the baxter logo does move around during start up as intended. The reported condition was not verified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when a novum iq large volume pump was booted up, the baxter logo will move around. There was no patient involvement. No additional information is available.